Event description:
On 10th november 2025, rayner received notification from a healthcare facility in canada of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the lens ripped in the eye coming out of the injector. The iol was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference c25-2325 has been allocated to this case by rayner. The event description provided states that the lens ripped in the eye while coming out of the injector. The iol was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. No further action required. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return to rayner. Device discarded by healthcare facility. Our review of production records for the rayone galaxy toric rao615x batch: 045268477 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch: 045268477. The additional information received from the healthcare facility identifies that the injector was removed from the blister tray prior to insertion of ovd and closure of the flaps. This is a deviation from the IFU. The IFU states that the injector should remain in the tray until ovd is inserted and the flaps are securely closed. The rayone preloaded iol injection system use risk analysis identifies removing the injector from tray prior to inserting viscoelastic as causing the lens to be improperly placed in the cartridge. Additionally, the user removing the injector from the tray prior to closing the cartridge is identified as causing the cartridge to not be clipped closed properly. Failure to follow the IFU is the likely contributory/causative factor of lens damage in this case.